Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("right lower abdominal pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff's menstrual cycles were regular and she had no trouble going about her daily life. Concurrent conditions included allergy nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, 4 years 9 months after insertion of essure (ess205), the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and asthenia ("weakness"). In 2008, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) with menorrhagia and vaginal haemorrhage. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("repeated vaginal infections/ bacterial vaginosis"), coital bleeding ("spotting during intercourse") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced anxiety ("anxiety / increased anxiety") and depression ("depression/ moderate depression"). In 2016, the patient experienced pelvic pain ("pelvic pain"), perineal pain ("perineal pain") and vulvovaginitis trichomonal ("trichomonas vulvavaginitis"). On an unknown date, the patient experienced amenorrhoea ("amenorrhea"), vulvovaginal burning sensation ("vaginal burning") and vulvovaginal pruritus ("vaginal itching"). The patient was treated with citalopram hydrobromide (celexa). Plaintiff was scheduled to have the essure device removed on (B)(6) 2018. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, dysfunctional uterine bleeding, abdominal pain, fatigue, anxiety, bacterial vaginosis, asthenia and depression had not resolved and the pelvic pain, coital bleeding, urinary tract infection, amenorrhoea, perineal pain, vulvovaginitis trichomonal, vulvovaginal burning sensation and vulvovaginal pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, anxiety, asthenia, bacterial vaginosis, coital bleeding, depression, dysfunctional uterine bleeding, fatigue, pelvic pain, perineal pain, urinary tract infection, vulvovaginal burning sensation, vulvovaginal pruritus and vulvovaginitis trichomonal to be related to essure (ess205). The reporter commented: initially, essure insertion date was reported as (B)(6) 2008. Prior to essure, plaintiff had not experienced the combination of reported symptoms while not on birth control. After essure, she began experiencing extremely heavy bleeding which was so heavy that she had to change an overnight pad every two hours to prevent soiling her clothing. Her symptoms were so severe that she often missed work and ultimately lost her job. She is actively seeking a nickel allergy test to evaluate her symptoms. Plaintiff has suffered from the reported symptoms for years, and yet no physician was able to determine their cause. On (B)(6) 2016 she was prescribed medication to help manage her anxiety. On (B)(6) 2016 she was also suffering from bacterial vaginosis and moderate depression. Plaintiff is scheduled to have the essure device removed on or around (B)(6) 2018. Diagnostic results: on (B)(6) 2012: computerised tomogram (CT) scan of abdomen and pelvis - bilateral fallopian tube occluding devices were noted and no free fluid collections were present. On (B)(6) 2013: unspecified lab tests - results were normal and she was released with a diagnosis of dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 30-apr-2018: information received from legal department. Essure insertion date was reported as (B)(6) 2007. Plaintiff also experienced amenorrhea and on or around (B)(6) 2016, she was also was assessed with pelvic and perineal pain and trichomonas vulvavaginitis. On (B)(6) 2016 she returned to health center due to continual complaints of vaginal burning and itching. She was prescribed medication to help manage her anxiety. On (B)(6) 2016 she was also suffering from bacterial vaginosis and moderate depression. Plaintiff is scheduled to have the essure device removed on or around (B)(6) 2018. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff's menstrual cycles were regular and she had no trouble going about her daily life. Concurrent conditions included allergy nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia and vaginal haemorrhage, 4 years 9 months after insertion of essure (ess205). In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and asthenia ("weakness"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("repeated vaginal infections/ bacterial vaginosis"), coital bleeding ("spotting during intercourse") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced anxiety ("anxiety / increased anxiety") and depression ("depression/ moderate depression"). In 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), perineal pain ("perineal pain") and vulvovaginitis trichomonal ("trichomonas vulvovaginitis"). On an unknown date, the patient experienced amenorrhoea ("amenorrhea"), vulvovaginal burning sensation ("vaginal burning"), vulvovaginal pruritus ("vaginal itching"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with and surgery (scheduled to have the essure device removed on (B)(6) 2018/ essure removed). Essure (ess205) was removed. At the time of the report, the abdominal pain lower, dysfunctional uterine bleeding, abdominal pain, fatigue, anxiety, bacterial vaginosis, asthenia and depression had not resolved and the pelvic pain, coital bleeding, urinary tract infection, amenorrhoea, perineal pain, vulvovaginitis trichomonal, vulvovaginal burning sensation, vulvovaginal pruritus, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, anxiety, asthenia, autoimmune disorder, bacterial vaginosis, coital bleeding, depression, dysfunctional uterine bleeding, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, perineal pain, urinary tract infection, vulvovaginal burning sensation, vulvovaginal pruritus and vulvovaginitis trichomonal to be related to essure (ess205). The reporter commented: initially, essure insertion date was reported as (B)(6) 2008. Prior to essure, plaintiff had not experienced the combination of reported symptoms while not on birth control. After essure, she began experiencing extremely heavy bleeding which was so heavy that she had to change an overnight pad every two hours to prevent soiling her clothing. Her symptoms were so severe that she often missed work and ultimately lost her job. She is actively seeking a nickel allergy test to evaluate her symptoms. Plaintiff has suffered from the reported symptoms for years, and yet no physician was able to determine their cause. On (B)(6) 2016 she was prescribed medication to help manage her anxiety. On (B)(6) 2016 she was also suffering from bacterial vaginosis and moderate depression. Plaintiff is scheduled to have the essure device removed on or around (B)(6) 2018. Diagnostic results: on (B)(6) 2012: computerised tomogram (CT) scan of abdomen and pelvis - bilateral fallopian tube occluding devices were noted and no free fluid collections were present. On (B)(6) 2013: unspecified lab tests - results were normal and she was released with a diagnosis of dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : product indication added , new events added- event abnormal bleeding, autoimmune disorder nos , hypersensitivity symptom. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure, plaintiff's menstrual cycles were regular and she had no trouble going about her daily life. Concurrent conditions included allergy nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia and vaginal haemorrhage, 4 years 9 months after insertion of essure (ess205). In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and asthenia ("weakness"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("repeated vaginal infections/ bacterial vaginosis"), coital bleeding ("spotting during intercourse") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced anxiety ("anxiety / increased anxiety") and depression ("depression/ moderate depression"). In 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), perineal pain ("perineal pain") and vulvovaginitis trichomonal ("trichomonas vulvovaginitis"). On an unknown date, the patient experienced amenorrhoea ("amenorrhea"), vulvovaginal burning sensation ("vaginal burning"), vulvovaginal pruritus ("vaginal itching"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with and surgery (scheduled to have the essure device removed on (B)(6) 2018/ essure removed). Essure (ess205) was removed. At the time of the report, the abdominal pain lower, dysfunctional uterine bleeding, abdominal pain, fatigue, anxiety, bacterial vaginosis, asthenia and depression had not resolved and the pelvic pain, coital bleeding, urinary tract infection, amenorrhoea, perineal pain, vulvovaginitis trichomonal, vulvovaginal burning sensation, vulvovaginal pruritus, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, anxiety, asthenia, autoimmune disorder, bacterial vaginosis, coital bleeding, depression, dysfunctional uterine bleeding, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, perineal pain, urinary tract infection, vulvovaginal burning sensation, vulvovaginal pruritus and vulvovaginitis trichomonal to be related to essure (ess205). The reporter commented: initially, essure insertion date was reported as (B)(6) 2008. Prior to essure, plaintiff had not experienced the combination of reported symptoms while not on birth control. After essure, she began experiencing extremely heavy bleeding which was so heavy that she had to change an overnight pad every two hours to prevent soiling her clothing. Her symptoms were so severe that she often missed work and ultimately lost her job. She is actively seeking a nickel allergy test to evaluate her symptoms. Plaintiff has suffered from the reported symptoms for years, and yet no physician was able to determine their cause. On (B)(6) 2016 she was prescribed medication to help manage her anxiety. On (B)(6) 2016 she was also suffering from bacterial vaginosis and moderate depression. Plaintiff is scheduled to have the essure device removed on or around (B)(6) 2018. Diagnostic results: on (B)(6) 2012: computerised tomogram (CT) scan of abdomen and pelvis - bilateral fallopian tube occluding devices were noted and no free fluid collections were present. On (B)(6) 2013: unspecified lab tests - results were normal and she was released with a diagnosis of dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.